Manufacturer narrative:
(B)(4). The reported field event was confirmed. The device entered bvvi because of a ram that is sensitive for low temperatures.

Event description:
It was reported that prior to implantation, when the device was interrogated, it was in back up vvi mode. The device was not used for implantation.